Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 400 mg/dl at the time of incident and other blood glucose was 605 mg/dl and 229 mg/dl. Customer treated with insulin pump. The customer experienced symptom such as nausea, vomiting and abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. The customer stated that they were not using the auto mode feature. The insulin pump will not be returned for analysis.